Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out-of-range pacing impedance on the right ventricular (rv) lead. The patient was brought to an in-office check and no noise was observed. The thresholds were stable. The plan is continuing to be monitored and increase the upper limit for the impedance alert. No adverse patient effects were reported. This rv lead remains in service.